Event description:
On (B)(6) 2025, the patient underwent an internal jugular vein port placement procedure in the right chest wall using the powerport m.r.I. Isp. 4 months and 14 days post procedure the patient reported a sensation of swelling and pain during an infusion. It was further reported that a fracture was confirmed upon examination and imaging. Extravasation was also noted in the patient. The port and the catheter were removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.